Event description:
Caller reported dark line appears on the spirit combo insulin pump display. No adverse event reported. A request was made for the return of the device. Although the above text is what was originally reported, the affiliate later correct the complaint to be for a damaged product that had nothing to do with the display. This case should not have been reported.

Event description:
Caller reported dark line appears on the spirit combo insulin pump display. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This report was made on erroneous information. No allegation of failure to meet spec.